Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established for patients undergoing an interventional procedure whom are being treated with warfarin.

Event description:
It was reported that an angio-seal was selected for use. A technologist deployed the angio-seal after a diagnostic heart catheterization on a patient who had a high inr. The femoral artery was assessed and the 6f angio-seal vip was deployed, with hemostasis being achieved. The patient began to complain of groin pain. The distal pulses were checked and were unchanged from prior to the procedure. The patient was admitted overnight for observation and was given morphine for the pain. Vascular surgeons were consulted who determined that surgery or intervention was not needed. The patient was reported to be stable and was discharged the next day.